Manufacturer narrative:
On (B)(6) 2019, mentor received an update to the events submitted in the initial report. The patient replaced bilaterally with 375cc mentor memorygel breast implants (catalog number 3543751). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and suspected rupture. Concomitant medical products: 400cc mentor memorygel breast implant (catalog number 3544001, serial number (B)(4)). Manufacturer¿s reference number: (b)(4.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. On (B)(6) 2019. The patient visited their physician and the diagnosis was confirmed; additionally, the physician suspected that the left-sided capsular contracture may have contributed to a possible implant rupture. As a result, the patient underwent bilateral explanation on (B)(6) 2019 and replaced with unspecified devices.

Manufacturer narrative:
On 11/7/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the sample, a pair of parallel lines of shell wear running from the anterior to the posterior aspect was observed. In addition, an area of siltex cracking was discovered in the posterior view. Leak testing was performed and it revealed a rent measuring less than 0.1 cm located within the area of siltex cracking. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Otherwise, siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer's reference number: (B)(4).